Event description:
My tandem mobi insulin pump was in my pocket while I was on my phone, sitting in a chair. The pump suddenly alarmed and did a piston rewind while I was wearing it. The alarm cleared immediately so I could not read it. I had to review the pump alarm in the history menu. The pump instructed to start a new cartridge. I could not find information about the alarm, 34a, in the user guide or on the tandem app. I called the helpline and they agreed it should not have done a rewind while I was wearing the pump. They are sending a pump replacement. I have to now resume a backup pump and my blood sugar is rapidly trending up, similar to how it looks when I have no insulin on board. I can send a pdf of the pump download and include my sensor glucose tracing for review, if needed.